Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, the doctor found an unidentified white solid inside the product when he was about to use it. Images received. The device will be return.